Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was not able to reproduce the reported complaint. The universal surgical manipulator (usm) was causing intermittent faults. The fse replaced the usm. The system was tested and verified as ready for use. The usm involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported to an intuitive surgical, inc. (Isi) technical service engineer (tse) that a repeated error 32097 on universal surgical manipulator (usm) 1 was observed. The tse recommended a hard power cycle of the patient side cart (psc). The customer to hard power cycle the system after the procedure. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: no additional information was available.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The universal surgical manipulator (usm) was analyzed, and the reported 32097 error was confirmed to have occurred in the field. During visual inspection no evidence was found that would be related to the reported problem. The unit was tested on an in-house system and passed in normal mode. The unit was also tested on a patient side cart fixture test platform (pftp) and fiber test passed; however, the fiber power trend shows low reading in all fibers. The root cause is attributed to the parallelogram assembly, the rolling loop assembly and the clock spring assembly in the usm.